Manufacturer narrative:
Unit returned to vsi/teleflex on 11/29/2021 and inspected on 12/13/2021. Blood particulates were noted on the catheter. The lumen was kinked just distal to the guidewire lumen (i.e distal end of the lumen). No tip separation was observed. Tip was measured to be in specification. The damages are likely to have occurred during use in the procedure. Per IFU it states the following precaution. Exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking another new twinpass was used to complete the procedure. Patient condition is stable post procedure. Based on the new information, the most likely root cause of the issue is operational context and/or unintended use error.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The manufacturing record was reviewed. There are no nonconformances related to this lot therefore, supporting the device met material, assembly and performance specifications. It is unknown how much of the tip separated. It is undeterminable if any other damages occurred on the shaft. Additional information was requested from the account. A response was received. Account stated that the twin pass did not separate and was removed without the use of a snare. No tip was left in the vessel. Anatomical factors such as vessel calcification and tortuosity are unknown. No imaging or angiogram pertaining to the issue was shared. Based on the information, the most likely root cause of the issue is undeterminable. Another new twin pass was used to complete the procedure. Patient condition is stable post procedure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: tip of the twinpass sheared during use.